Event description:
Discordant, falsely low prostate specific antigen (psa) result on one patient sample was generated on the immulite 2000. The result was reported to the physician who questioned the result. Patient treatment was changed in response to the initial result, but customer did not provide further details. The patient sample was re-tested and a psa result was generated that was higher than the initial result. There is no known report of adverse health consequences or patient intervention due to the discordant, falsely low psa result.

Manufacturer narrative:
The customer contacted a siemens technical service consultant (tsc) to discuss the issue and declined service by a siemens field service engineer (fse) as this incident was limited to one sample and the hook effect was suspected. The instrument is performing within specifications. No further evaluation of the device is required.